Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the red end of the line of a gamcath catheter had a crack but this was not visible until the line was inserted into the patient. It was observed that air entered into the dialysis circuit and fluid was able to easily leak from the side of the lumen. The treatment was immediately stopped and the line was removed from the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a diagram indicating the location of the crack was provided for evaluation. Visual inspection of the provided drawing (diagram), found a mark on the connector. As the actual device was not returned, the cause for the reported issue could not be determined. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.